Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. D4: lot # - the suspect lot numbers were 60631637 and 60659240. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering through different ports of an unspecified quantity of exactamix 2400 valve sets. These events were further described as, ¿bubble issues on different ports¿ which occurred during delivery in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.